Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, a patient with a 26mm sapien aortic valve implanted for approximately 7 years underwent a valve-in-valve procedure due to unknown reason. A non-edwards transcatheter valve was implanted.

Event description:
As reported by the edwards field clinical specialist, a patient with a 26mm sapien aortic valve implanted for 6 years and 3 months underwent a valve-in-valve procedure due to degeneration. A 29mm non-edwards transcatheter valve was implanted.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to limited information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.